Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and gel smearing with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were visually inspected for any defects relating to the reported defects and no issues were seen. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation and gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Device available for eval? Yes. Returned to manufacturer on:10-oct-2023.

Event description:
It was reported that after centrifugation bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation and gel smearing across two lot numbers, 3062802 and 3145888. No patient impact reported. The following information was provided by the initial reporter: "customer reports that gel is not migrating properly after centrifugation while using cat 367988 lots 3062802 and 3145888. Gel is not moving properly during centrifugation and once centrifugation is completed, customer finds remnants of gel at the bottom or the side of the tubes. Per customer, tubes are stored in their storage room at a temperature between 71-72f. Tubes are centrifugated after the 2 hour mark. Customer uses a fixed angle centrifuge and tubes are spun at 3000rpm for 15 minutes. Tubes are then refrigerated and send to the testing lab for next day testing. "

Event description:
It was reported that after centrifugation bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation and gel smearing across two lot numbers, 3062802 and 3145888. No patient impact reported. The following information was provided by the initial reporter: "customer reports that gel is not migrating properly after centrifugation while using cat 367988 lots 3062802 and 3145888. Gel is not moving properly during centrifugation and once centrifugation is completed, customer finds remnants of gel at the bottom or the side of the tubes. Per customer, tubes are stored in their storage room at a temperature between 71-72f. Tubes are centrifugated after the 2 hour mark. Customer uses a fixed angle centrifuge and tubes are spun at 3000rpm for 15 minutes. Tubes are then refrigerated and send to the testing lab for next day testing ".

Manufacturer narrative:
There was an additional lot number reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3062802. D4. Medical device expiration date: 29-02-2024. H4. Device manufacture date: 03-03-2023 . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.